Event description:
The customer reported that the sys exhibited 'pre-charge errors' upon sys start up. This error is likely to prevent the sys from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe sys batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.